Event description:
The customer complained of questionable anti-hav, total antibodies (igm and igg) to hepatitis a virus (ahav) results when testing one patient. The customer tested both serum and plasma that were drawn at the same time on (B)(6) 2013. The results were > 60 iu/l in the serum and 47.34 iu/l in the plasma. The results from an architect analyzer were 0.20 (cutoff: 1.0) for anti-hav igm and 0.29 (cutoff: 1.0) for anti-hav igg. No units of measure were provided. The roche ahav result was reported outside the laboratory. The customer was asked whether the patient was harmed by the results, but did not provide the information. The lot number of ahav reagent used was 172158. The customer was asked for, but did not provide, the expiration date. Investigation of serum and plasma returned to the manufacturer confirmed the initial results. The investigation is ongoing.

Manufacturer narrative:
The event occurred in south (B)(6). The customer was asked for, but did not provide, the specific part number involved in this event.

Manufacturer narrative:
Due to the limited amount of sample supplied by the customer for investigation no further testing was possible. A definitive root cause could not be determined.